Event description:
The pt's aneurysm continued to grow, there was also an endoleak at the right iliac attachment site. The pt was treated on an emergent basis, the graft was explanted in 2003. Pt was implanted in mid 2000. No other info was given.